Event description:
Per reporter: "while in the middle of routine monitoring, the screen began flashing "service" and all the lights began blinking on the panel. Rptr assumed that this was probably not a normal occurrence. After turning the monitor off and on again, the normal home screen came up. Rptr ran a user test and it passed without incident." No pt information was initially reported.